Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 100 colony forming units (cfus) of pseudomonas. The device was retested in march and tested negative for more than 100 colony forming units (cfus) of pseudomonas. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Additional info: g2, h2, h6, h11. This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus will continue to monitor field performance for this device.